Manufacturer narrative:
The ts consultant did discuss that if noise is not able to be recreated with pocket manipulation, arm movements, and isometrics, it is possible that the intermittent changes in the pacing impedance measurements were due to subtle resistance between the pacemaker's the spring contact to the lead's ring electrode. It would appear that it does not present with an issue with normal sensing and pacing. The pacemaker was reprogrammed so that safety switch feature was turned off. It remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker received a heterotopic heart transplant (two hearts) and has two right atrial (ra) leads implanted: one ra lead (ra-1) is positioned in the native atrium and is connected to the ra port and the second ra lead (ra-2) is positioned in the donor atrium and is connected to the ventricular port. During a patient follow up, it was noted that this pacemaker performed two safety switches on the ra-1 lead; one in (B)(6) 2016 and the other in (B)(6) 2017. The second switch occurred the day after the ra-1 lead had been programmed again to bipolar configuration. Testing was performed in the clinic and pacing impedance measurements above 3,000 ohms were observed on the ra-1 lead when the pacemaker header was manipulated. No noise was observed during testing. A memory download was performed and sent, along with chest x-rays, to boston scientific technical services (ts) for additional review. No adverse patient effects were reported. A ts consultant reviewed the data and discussed that the ra-1 lead has exhibited abrupt intermittent changes in the pacing impedance measurements over the last year; however, they remained below 2,000 ohms until recently, which caused the safety switches to occur. The x-rays showed that both leads were full inserted into the device header. The electrograms do show atypical signals but it could not be ascertained if the signals due to the actual leads or it if is related to the unusual atrial conduction patterns as a result of the heterotopic heart transplant. The ts consultant could not provide any programming suggestions as the device is being used in an off label manner and the consultant does not have a good understanding of the patient's condition.